Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, observed upon an attempt to program the device into magnetic resonance imaging (MRI) mode. MRI mode was unsuccessful in programming due to this. The local area sales representative is being contacted for additional information. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, observed upon an attempt to program the device into magnetic resonance imaging (MRI) mode. MRI mode was unsuccessful in programming due to this. The local area sales representative is being contacted for additional information. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received that this patient underwent the MRI, which is considered off label use, with programming afterwards. This patient will continue to be monitored.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, observed upon an attempt to program the device into magnetic resonance imaging (MRI) mode. MRI mode was unsuccessful in programming due to this. The local area sales representative is being contacted for additional information. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received that this patient underwent the MRI, which is considered off label use, with programming afterwards. This patient will continue to be monitored.